Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that it was not available for evaluation. Without the device analysis, a cause for the reported inability to retrieve the suture (cuff miss) could not be determined. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is checked during manufacturing. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall are possible contributing factors. Reportedly, it was thought that there might have been calcification at the access site which may have contributed to the reported suture not being retrieved; however, could not be confirmed. A review of the finished lot history record for this lot revealed no nonconforming material records related to this incident. A query of the complaint handling database for the reported lot revealed there is no indication of a product quality deficiency. In review of the available information, test criteria and database queries, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 6 other perclose proglide devices are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The safety and effectiveness of the device has not been established in patients with femoral artery calcium which is fluoroscopically visible.

Event description:
It was reported that suture deployment of three perclose proglide devices in the right common femoral artery (cfa) and four perclose proglide devices in the left cfa were attempted using a preclose technique before an abdominal aortic aneurysm procedure. Reportedly, the sutures could not be retrieved with all seven devices. Two additional proglides were successfully deployed in the left cfa and after the procedure, hemostasis was achieved with the sutures. Hemostasis was achieved surgically with a suture in the right cfa. There was no adverse patient sequela. It was thought that there might have been calcification at the access sites. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.